Event description:
It was reported that when the subject device (coil) was placing, the non stryker microcatheter was kicked back repeatedly, and the subject coil was winded up inside other company microcathter. At that time surgeon pointed out that he could not push the subject coil. Since he was able to retract the subject coil, it was retracted and found out that the subject coil was detached from the coil junction part. The subject coil was exchanged with other company one. The procedure continued and completed without problem. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. In the case of this complaint, it is most likely that the device encountered difficulties while inserting into microcatheter due to intermittent flush maintained during the procedure, as per device directions for use (dfu) maintaining continuous flush throughout the procedure is a critical requirement as lack of it can lead to friction or other related difficulties " main coil tangled, coil in catheter friction and main coil prematurely detached or separated inside patient". An assignable cause of ¿user error¿ will be assigned to the reported event, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that when the subject device (coil) was placing, the non stryker microcatheter was kicked back repeatedly, and the subject coil was winded up inside other company microcatheter. At that time surgeon pointed out that he could not push the subject coil. Since he was able to retract the subject coil, it was retracted and found out that the subject coil was detached from the coil junction part. The subject coil was exchanged with other company one. The procedure continued and completed without problem. There were no clinical consequences to the patient due to the reported event.